Event description:
Philips received a complaint from the customer about the v60 ventilator. The ventilator cannot be started with ac power. It is unknown if the device was in patient use at the time of the reported event. There was no patient harm or injury reported. The investigation is ongoing.

Manufacturer narrative:
Reporter phone number:(B)(6).

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.